Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 90 mg/dl. No significant events leading to the alarm were observed. The customer noted that she had the insulin pump in her purse in a room where a magnetic resonance image was being taken. Advised replacement of the insulin pump. Nothing further reported.